Event description:
It was reported that a spectrum pump alarmed for a system error 107 during an infusion. The device was replaced which resulted in an interruption of approximately 10 minutes. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed and reproduced the system error 107 which was caused by a failed upper auxiliary. As a result, the upper auxiliary has been replaced.